Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 31-may-2023, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant inr results a 31 year old female patient with chronic thromboembolic pulmonary hypertension (cteph). There was no additional patient information available at the time of this report. Treatment was based on the lab, not on I-stat results. The customer states that warfarin was held until venous blood draw resulted. Return product is available for investigation. Method draw date collected inr sample ID I-stat , fingerstick, (B)(6) 2023 , 13:34 , 7.8, (B)(6). I-stat, fingerstick, (B)(6) 2023, 13:50 , 4.6, (B)(6). Lab, venous , (B)(6) 2023, 15:33 , 3.3, (B)(6). Pt/inr - intended use the I-stat pt, a prothrombin time test, is useful for monitoring patients receiving oral anticoagulation therapy such as coumadin ® or warfarin. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-aug-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). Due to the small sample size for returned cartridges (n=4), ea acceptance criterion could not be assessed. If a complaint is related to discrepant results and the sample size is below 17, testing is performed in attempt to reproduce the customer complaint. There are no minimum sample size requirements for assessing the acceptance criterion for rate of suppressed results. The customer complaint was not reproduced. The rate of suppressed results met the acceptance criterion. No deficiency has been identified.